Event description:
The device was received in lake zurich for preventive maintenance during which our local technical team found error 38. Device history record was reviewed, no event linked to the reported issue was observed. One error 38 was found during device log review and related to on/off button. The error 38 was found in the device log during maintenance service. Button was checked and functions as expected. Several tests were carried out but the error 38 could not be reproduced. The device powers on and off as expected. Although the error 38 was found in the log, no root cause could be identified as no technical or functional cause could be identified. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 38.